Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a stained end cap sticker.

Event description:
Customer reports to have received physical damage on insulin pump. Customer states there are scratches on lcd screen, which customer states, makes it difficult to read lcd screen. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.